Event description:
Reporter called to report her husband blistering after removing icy hot heat therapy patch. He had 3 water blisters under patch, the size of silver dollars. He had been working outside that day, wondered if it may been the heat and sun that caused reaction. His wife applied vitamin e for 3 or 4 days until he saw this doctor. The doctor thought they were burns and sent him to a wound specialist who prescribed a salve. Consumer is a diabetic and has a prescription for insulin and takes daily vitamins. Consumer's wife said, she thinks he followed directions, but was not certain.